Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced of low blood glucose levels and high blood glucose levels. Customer stated that she did not receive anything from us through email or mail and she stated that she didn't get anything and that she almost passed out in the office. She stated that she is hitting lows. She wanted everything to be documented. Troubleshooted for the highs or lows she was sure the sets caused it. She did call this morning about the recall and she has them getting replaced for her. She wants to file a claim for there insulin that she had to buy since she didn't she stated that she made many calls about changing the address on file. She stated that that she had a low of 20 mg/dl and on the same day she got a high of 452 mg/dl. She doesn't feel it was her pump it was her infusion sets. She has a total of 10 lows, which is lower than her target range in the last 2 weeks. The insulin pump will not be returned for analysis.